Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that a data storage - diagnostics problem was present. Data is missing in the record between the weeks of (B)(6) 2010 and (B)(6) 2010 for weekly sensing, hv and pacing impedances, and optivol data.

Event description:
It was reported that the device was having diagnostic problems. The device is still in use. No patient complications have been reported as a result of this event.